Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Patient was implanted with two drg leads of the same lot number. It was reported that one of the patient's leads had eroded causing a raised bump at the lead site. As a precaution, physician elected to explant the drg system.